Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and functional were performed on the returned device. The reported stent damage and difficulty to remove were able to be confirmed. The reported failure to advance through the previously implanted stent was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties of failure to advance, difficult to remove and stent damage appear to be related to circumstances of the procedure. Based on the reported information, during advancement the sds encountered resistance with previously implanted stent causing the reported failure to advance and the bent/stretched stent damage, therefore resulting in the difficulty to remove the sds through the introducer sheath during retraction. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the iliac artery with no tortuosity and no calcification. A 6f non-abbott sheath was placed. Following the successful deployment of an unspecified stent, a 8.0 x 29 mm omnilink elite stent delivery system (sds) was advanced; however, met resistance with the deployed stent and the stent struts flared. The stent remained on the sds. The sds was attempted to be removed but resistance with the sheath was met. The sds and the sheath were therefore removed together as a single unit. There was no reported damage to the implanted stent. The procedure was successfully completed with a new sheath and a new unspecified sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.